Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, false positive results were obtained for flu b. Results were reported out, but there was no report of patient impact. The following information was provided by the initial reporter: what assay gave false positives? Flu b; were results reported out? Yes; was there any patient impact? No. Upgraded fan on lysis script per global tech support team suggestion to resolve false positives.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had false positives. Customer reported that they are seeing increase in failed runs for false positives. A bd field service engineer (fse) was dispatched to the customer site where they performed installation of new software scripts and reader cleaning to correct the issue. This complaint is confirmed by service & quality. The root cause is due to drift in normalizer signal due to rise in internal instrument temperature during pcr. An internal corrective and preventative action is open to address this issue. This complaint was able to be confirmed through other means and a device history record review is not applicable. Quality did not receive samples for this complaint and therefore returned sample analysis could not occur. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: PMA / 510(k)#: k111860, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, false positive results were obtained for flu b. Results were reported out, but there was no report of patient impact. The following information was provided by the initial reporter: what assay gave false positives? Flu b. Were results reported out? Yes. Was there any patient impact? No. Upgraded fan on lysis script per global tech support team suggestion to resolve false positives.